Manufacturer narrative:
Insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer's blood glucose level was 140mg/dl at the time of the incident. Customer stated that there was a broken plastic from the reservoir compartment opening. The insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.